Manufacturer narrative:
UDI not available at the time of filing. Manufacture date not available at the time of filing. No components returned for analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the localizer was not connected. There was no patient present when this issue was identified.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the touchscreen monitor was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that 2 transceivers inside the system were broken. Evaluation is still in progress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: system checkout reported in 1723170-2018-04984 replaced 2 transceivers and the system passed checkout successfully and functioning as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a component was required to be replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.